Event description:
It was reported that the device alarmed error code 1260 and 1210 on power up indicating a data issue. Per reporter, the device also had a scratched lens, a damaged battery door, and the event occurred during testing. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date.investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device in used condition, and contamination on the downstream occlusion sensor and upstream occlusion sensor. A review of the event history log revealed error code 1260. Functional testing was able to duplicate the reported problem. It was determined that the microprocessor unit board was the root cause and was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.